Event description:
The customer reported intermittent hemoglobin (hgb) voteouts (non-numeric results) on patient samples run on a coulter lh 780 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/20/2015 and found that the white blood cell (wbc) bath and hgb cuvette had a white film on them. The fse replaced the wbc bath and the hgb cuvette which fixed the hgb voteouts. The repairs were verified per established service procedures. (B)(4).